Manufacturer narrative:
Testing and investigation found that the front case door handle, the shield splash guard and the door cover was damaged from an external source of heat. There were no signs of corrosion or burning inside of the device. The probable cause of the external heat damage is customer abuse. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the door of the device was burned. At an unspecified time, it was reported the device was used for ambulance transport. No specific pt info, pump programming, or event details were provided. The customer contact reported when the transport was completed it was noted the plastic of the compartment of the cassette was deformed. The customer contact reported there were no fire marks or charring. It was reported that the device may have been near a source of heat during the transport. There were no reported adverse effects to the pt or the staff. Though requested, no add'l info was provided.